Event description:
System responded with e0013 high current error. The customer tried resetting the system and the error occurred again. A new fiber was used with the rep's demo laser to treat the patient and the case was completed with no patient consequence. The original fiber and the laser will be returned.